Event description:
A surgeon reports pts with unexpected hyperopic post-operativbe refractions following intraocular lens (iol) implant surgery. The association between these events and the iols is not known. Additional information has been requested.